Event description:
The pt received two leads with the same lot number. It was reported the stimulation had moved to a different area. F/u identified the physician had explanted the system. The sjm rep was not present for the explant, and the date of the procedure was unk.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.